Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a failed battery alarm on the insulin pump. Customer stated that she was changing the battery when the alarm occurred. Customer stated that she didn't notice any problem with the battery cap. Customer was not getting a failed battery test now. Customer inserted a new battery and received a failed battery test during troubleshooting. Customer stated that she received the alarm 3 different times with the same battery. Customer disconnected the call before the replacement policy could be reviewed.